Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a graspit¿ stone retrieval basket was used during a ureteroscopy procedure performed on (B)(4) 2014. According to the complainant, during the procedure, the entire grasper with a stone inside fully detached from the device and fell inside the patients body. The stone was released from the grasper and migrated towards the kidney. The detached grasper was retrieved by the physician using triceps forceps. The procedure was completed with another graspit¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual assessment of the returned graspit was performed. The handle was in the closed position when received. The sheath was kinked in several locations along the working length. The distal end of the sheath was frayed; it was smashed approximately 1cm from the distal end. There was a torque mark present on the handle cap to indicate proper torque during manufacturing; the cap was cracked. The handle cannula was visible through handle. A functional evaluation was performed. When the handle was actuated, the handle would function without resistance; the grasper would not extend. The handle cap was removed from the handle; the cap was tight. The handle cannula extended approximately 0.5mm from the proximal end of the pinch vise, which is acceptable (minimum of flush). The sheath luer and wire sub assembly were removed from the handle. The grasper would not open when moving the wire sub assembly using the handle cannula. The wire sub assembly was removed from the proximal end of the outer sheath; the wire sub assembly moved freely through the sheath during removal. The grasper and base cannula were not present; the base cannula was not connected to the wire sub assembly. It could not be determined the amount of force exerted on the wire sub assembly to cause the end effect to detach. The distal end of the basket wire was examined under magnification. Adhesive residue was observed on the distal end where the base cannula was attached, indicating the adhesive process step was performed during manufacturing. The sheath working length was within specification. Following a detailed device analysis, the evaluation concluded that it is possible that during use, operational or anatomical factors caused a force greater than 1.8 pounds to be applied to the end effect, causing it to detach from the wire sub assembly. During manufacturing each graspit device is load tested to demonstrate the end effect is adequately assembled to the device. Therefore, the most probable root cause for this complaint is operational/physiological context. A labeling review for this complaint was conducted by reviewing the label and dfu (directions for use). There is no evidence that the device was not used in accordance with the labeling. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a graspit stone retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the entire grasper with a stone inside fully detached from the device and fell inside the patients body. The stone was released from the grasper and migrated towards the kidney. The detached grasper was retrieved by the physician using triceps forceps. The procedure was completed with another graspit stone retrieval basket. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.